Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which jaw was broken off of the device: the lower jaw. Did the moveable top jaw break off: no information. Did the ceramic (on the lower non-moveable jaw) separate or break off: no information. Did the electrode (on the lower non-moveable jaw) separate or break off: no information. Did the detached part fall into the patient: no piece fell into the patient. Was the detached part retrieved from the patient: n/a. Did this cause a change in the plan of care for the patient: no, another device was used to proceed the surgery. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. Due to the iblade was on the wrong side, the electrode and ceramic were separated from the lower jaw. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the device¿s lower jaw was broken off but no error was displayed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.